Event description:
Boston scientific crm received information that, during the device change out procedure of this implantable cardioverter defibrillator (ICD), the physician unscrewed the set screws for the atrial lead. He then applied gentle traction to remove the lead from the header and the terminal pin became separated from the lead body and remained in the header. It was noted that the patient was in chronic atrial fibrillation, so the atrial lead was surgically abandoned and the atrial port of the new device was plugged. The device has been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic inspection noted that a lead terminal pin (1/2) was returned in the atrial lead barrel. The lead pin was removed without difficulties. The df+ setscrew was stuck in the up position and the retainer ring was bent upward. The force required to free this setscrew was measured to be 21 in-oz's. All other setscrews moved freely. The device passed electrical testing. Analysis concluded that the damage to the lead and stuck df+ setscrew was consistent with induced damage.